Event description:
According to the reporter, the device did not activate. There was no patient involvement. Medtronic's initial evaluation of the incident found that the knife blade was displaced from the knife track and lodged between the jaws which prevented the knife from advancing forward or retracting back to its home position. Due to the positioning of the knife the jaws of the device were unable to open and close.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the knife exited the knife track of the jaw plate and was lodged between the jaws. No pieces were missing from device. Functional testing noted that the device's rotation knob rotated the shaft of the device at a much slower rate. Due to the positioning of the knife the jaws of the device were unable to open and close. The device was recognized by the generator. The continuity of the device was measured between the jaws and cord plug and found to be within specification. It was reported that the device did not activate when keyed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had a knife trapped in track and was unable to retract. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build-up of eschar may reduce the seal or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Inspect the instrument jaws prior to cleaning to ensure the blade is not deployed. Do not activate the instrument or cutting trigger while cleaning the jaws. Injury to operating room personnel may result. If information is provided in the future, a supplemental report will be issued.